Event description:
The pump was returned for investigation. Evaluation revealed display lens contains multiple scratches making it difficult to see through. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the display lens contains multiple scratches making it difficult to see through. (B)(6).